Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump goes dead and he never got a low battery alert at all. The blood glucose value was unknown at the time of the incident. The customer had not received multiple power loss alarms when the batteries are out of the pump less than 10 minutes. Troubleshooting was not performed. The product will not be returned for analysis.